Event description:
It was reported the customer was hospitalized four times since starting insulin pump therapy. It was found the customer was hospitalized on (B)(6) 2014 for three days with a blood glucose of 400 mg/dl. The customer was also hospitalized on (B)(6) 2014 and was released the same day. The customer's next hospitalization was on (B)(6) 2014 when their blood glucose dropped to 16 mg/dl. The customer was also admitted into the hospital again on (B)(6) 2014 with a blood glucose of over 400 mg/dl. It was found the insulin pump's piston was not moving, which may explain the customer's high blood glucose as insulin was not being delivered. Customer's insulin pump was replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.